Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 5086mri x2 implantable pacing leads, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the patient developed infection from the implanted pacemaker system. Therefore, the pacemaker system was removed and replaced with a new pacemaker system. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient developed infection post implant. Therefore the pacemaker system was removed and replaced with a new pacemaker system. No patient complications have been reported as a result of this event.